Event description:
It was reported that the external pulse generator had a broken knob. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg had a broken knob. It was noted that menu control knob and menu encoder nut were missing. Main seal was noted to be pinched, battery drawer was unable to open and the epg needed updated battery drawer shorting bar. The epg was returned unrepaired to the customer as it had reached end of service life. If information is provided in the future, a supplemental report will be issued.